Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and observed that the instrument was leaking and generating multiple error messages. The fse determined that the source of the leak was that the quick disconnect qd7 was not completely joined and secured. The fse connected and locked both sides of quick disconnect qd7 to resolve the leak and error messages. Repair was verified per established procedures and results met published specifications. Results: failure mode of the leak is attributed to an unlocked quick disconnect qd7. (B)(4).

Event description:
The customer reported a leak involving the coulter lh 750 hematology analyzer and stated that the instrument was not generating differential results. The customer indicated that approximately 50 ml of fluid leaked and the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.